Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A product history review was not completed during the investigation as the serial number was not provided. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility registered nurse (rn) stated a loud pop was heard from the blood pump rotor, followed by an "air detector" alarm noted in the lines. The patient was not rinsed back and a small puncture was noted in the line where the blood pump was located. The sample was available to be returned. Upon follow up, the charge nurse (cn) stated several minutes after the start of the patient's treatment the blood pump rotor of the machine created a small puncture in the tubing line and caused a blood leak to occur. The cn stated the rotor sleeves around the pins were loose and slipping off and causing pinching on the blood pump tubing. The cn stated the machine was new and the rotor was the original to the machine. The cn also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cn treatment was immediately halted and the patient¿s blood was not returned. The cn stated the estimated blood loss from the pin hole in the tubing was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The cn stated the blood pump rotor component was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) stated a loud pop was heard from the blood pump rotor, followed by an "air detector" alarm noted in the lines. The patient was not rinsed back and a small puncture was noted in the line where the blood pump was located. The sample was available to be returned. Upon follow up, the charge nurse (cn) stated several minutes after the start of the patient's treatment the blood pump rotor of the machine created a small puncture in the tubing line and caused a blood leak to occur. The cn stated the rotor sleeves around the pins were loose and slipping off and causing pinching on the blood pump tubing. The cn stated the machine was new and the rotor was the original to the machine. The cn also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cn treatment was immediately halted and the patient¿s blood was not returned. The cn stated the estimated blood loss from the pin hole in the tubing was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The cn stated the blood pump rotor component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.